Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device was lodged into uterus/essure device was lodged into uterus/it was installed too deep within'), ectopic pregnancy ('ectopic pregnancy'), device breakage ('breakage') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: before (B)(6)2017, the diagnostic test was performed which revealed essure was lodged in uterus and it was installed too deep within. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), visual impairment ("vision problems"), stress ("stress"), fear ("fear"), depression ("depression"), migraine ("migraine") and headache ("headache") and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (in or around (B)(6)2015 underwent surgery for ectopic pregnancy, underwent surgery to remove essure and underwent surgery to remove essure on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the embedded device, device breakage, genital haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, fatigue, alopecia, nausea, visual impairment, stress, fear, depression, migraine and headache outcome was unknown and the dyspareunia and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered alopecia, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy, embedded device, fatigue, fear, genital haemorrhage, headache, menorrhagia, migraine, nausea, stress, urinary tract disorder, vaginal discharge, vaginal infection and visual impairment to be related to essure. The reporter commented: essure device was either failed or because it was installed too deep within. Plaintiff had severe pain in or around (B)(6)2014. Patient did not received treatment for gen. Abnormal bleed and menorrhagia (heavy menstrual bleeding). Patient received treatment for dysmenorrhea, ,dyspareunia, bladder probs.,urinary probs., vaginal. Discharge, vaginal infect., stress, fear, depression. Previously reported essure removal date : (B)(6)2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2019: pfs received: new events-" breakage, general abnormal bleed, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems, vaginal discharge, vaginal infection, fatigue, hair loss, nausea, vision problems, stress, fear, depression, migraine, headache" added and reporter information, indication were updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device was lodged into uterus/essure device was lodged into uterus/it was installed too deep within'), ectopic pregnancy ('ectopic pregnancy'), device breakage ('breakage') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: before (B)(6)2017, the diagnostic test was performed which revealed essure was lodged in uterus and it was installed too deep within. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), visual impairment ("vision problems"), stress ("stress"), fear ("fear"), depression ("depression"), migraine ("migraine") and headache ("headache") and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (in or around (B)(6)2015 underwent surgery for ectopic pregnancy, underwent surgery to remove essure and underwent surgery to remove essure on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the embedded device, device breakage, genital haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, fatigue, alopecia, nausea, visual impairment, stress, fear, depression, migraine and headache outcome was unknown and the dyspareunia and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered alopecia, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy, embedded device, fatigue, fear, genital haemorrhage, headache, menorrhagia, migraine, nausea, stress, urinary tract disorder, vaginal discharge, vaginal infection and visual impairment to be related to essure. The reporter commented: essure device was either failed or because it was installed too deep within. Plaintiff had severe pain in or around (B)(6)2014. Patient did not received treatment for gen. Abnormal bleed and menorrhagia (heavy menstrual bleeding). Patient received treatment for dysmenorrhea, ,dyspareunia, bladder probs.,urinary probs., vaginal. Discharge, vaginal infect., stress, fear, depression. Previously reported essure removal date : (B)(6)2019 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("essure device was lodged into uterus") and ectopic pregnancy ("ectopic pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and ectopic pregnancy (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent surgery). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device outcome was unknown. The reporter considered ectopic pregnancy and embedded device to be related to essure. The reporter commented: essure device was either failed or because it was installed too deep within. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), ectopic pregnancy ('ectopic pregnancy/ pregnancy (ectopic)'), embedded device ('essure device was lodged into uterus/essure device was lodged into uterus/it was installed too deep within/ malposition of essure device'), device breakage ('breakage'), genital haemorrhage ('general abnormal bleed') and ruptured ectopic pregnancy ('ruptured ectopic pregnancy') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida ((B)(6) 1998, (B)(6) 1999, (B)(6) 2004, (B)(6) 2009, (B)(6) 2010, (B)(6) 2013.), parity 5, d & c, abdominal tenderness, anemia and spontaneous abortion. Before (B)(6) 2017, the diagnostic test was performed which revealed essure was lodged in uterus and it was installed too deep within. Concurrent conditions included adnexa uteri mass, uterine bleeding, intra-abdominal bleeding, hydatid cyst, benign fallopian tube neoplasm, urodynamics measurement, urinary incontinence, urethral hypermobility, urge incontinence, cystometrogram, umbilical discharge, neuralgia, polycystic ovaries, anesthesia, endometriosis, hemorrhagic cyst, ache, appendicitis, bowel obstruction, renal stone, biliary colic, cholecystitis, hepatitis, pancreatitis, irritable bowel, gastroesophageal reflux disease, gastroenteritis, peptic ulcer disease, gastritis, abdominal aortic aneurysm, diverticulitis, constipation, hypocalcemia, appendix disorder and hematoma. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), hydrocodone bitartrate;paracetamol (norco), ibuprofen, morphine, nsaids and oxybutynin hydrochloride (ditropan). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), visual impairment ("vision problems/ vision/eye problems") and migraine ("migraine/headache"). On (B)(6) 2014, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), depression ("depression") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and nausea ("nausea"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), stress ("stress"), fear ("fear"), abdominal pain lower ("lower abdominal pain") and abdominal pain ("pelvic radiating to back") and was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (in or around (B)(6) 2015 underwent surgery for ectopic pregnancy, underwent surgery to remove essure and underwent surgery to remove essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, ectopic pregnancy, embedded device, device breakage, genital haemorrhage, ruptured ectopic pregnancy, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, fatigue, alopecia, nausea, visual impairment, stress, fear, depression, migraine, vaginal haemorrhage, abdominal pain lower and abdominal pain outcome was unknown and the dyspareunia and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy, embedded device, fatigue, fear, genital haemorrhage, menorrhagia, migraine, nausea, pelvic inflammatory disease, ruptured ectopic pregnancy, stress, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: essure device was either failed or because it was installed too deep within. Plaintiff had severe pain in or around (B)(6) 2014. Patient did not received treatment for gen. Abnormal bleed and menorrhagia (heavy menstrual bleeding). Patient received treatment for dysmennorhea, ,dyspareunia, bladder probs.,urinary probs., vaginal. Discharge, vaginal infect., stress, fear, depression. Previously reported essure removal date : (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: impression: 1. Retained exiratubal1eft essure device as described in detail above. 2. Right-sided essure device appears coiled within the region of the right tubal isthmus on the current study. Appropriate positioning cannot be confirmed.; on (B)(6) 2015: impression: 1. Positioning of the uterine coils related to essure procedure are noted the left coil has been retracted and is in the region of the fundus of the uterus. No change in the position of the right coil.; on (B)(6) 2017: findings: pelvic organs: left corpus luteal cyst. T'race free fluid in the right paracolic gutter. Hypodense wedge-shaped nonenhancing right uterine body/fundus which extends the endometrium. There is surgical material appreciated in the fundus. Multiple bilateral prominent periuterine serpiginous and dilated vessels. Computerised tomogram pelvis - on an unknown date: impression: 1. Stable appearance of the left essure coil remnant 2. Stable configuration of the malpositioned right essure device, at least partially within the right interstitial myometrium extending to the serosal surface.; on (B)(6) 2014: impression: 1. Retained exiratubal1eft essure device as described in detail above. 2. Right-sided essure device appears coiled within the region of the right tubal isthmus on the current study. Appropriate positioning cannot be confirmed.; on (B)(6) 2015: impression: 1. Positioning of the uterine coils related to essure procedure are noted the left coil has been retracted and is in the region of the fundus of the uterus. No change in the position of the right coil.; on (B)(6) 2017: findings: pelvic organs: left corpus luteal cyst. T'race free fluid in the right paracolic gutter. Hypodense wedge-shaped nonenhancing right uterine body/fundus which extends the endometrium. There is surgical material appreciated in the fundus. Multiple bilateral prominent periuterine serpiginous and dilated vessels. Ultrasound uterus - on (B)(6) 2009: impression: 1. Live single intrauterine gestation with an ultrasound estimated menstrual age of 34 weeks, 0 days. Size equals dates. 2. Anterior placenta without placenta previa or abruption. 3. Cephalic presentation. 4. Afi equals 16.6 cm. S. Maternal cervix is normal in length at 3-3.6 cm. 6. Fetal heart rate of 128-133 beats per minute.; on (B)(6) 2014: findings gestational sac: none visible. Fetal pole: none visible yolk sac none visible. Cardiac activity not applicable. Uterus: thickened endometrium measuring up to 2.4 cm adnexa/ovaries: both ovaries are identified and appear normal in size and echogenicity. There is a complex left adnexal mass measuring 3.1 x 3.1 x 3.8 cm. Cul-de-sac: scant. There is also trace fluid in morison¿s pouch. Clinical age: 7 weeks 4 days. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia , vaginal bleeding, abdominal pain, lower abdominal pain, dyspareunia, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. New events added: pelvic inflammatory disease, abnormal bleeding (vaginal), lower abdominal pain, ruptured ectopic pregnancy. Concomitant condition, concomitant drugs, medical history, lab data and reporters were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("essure device was lodged into uterus") and ectopic pregnancy ("ectopic pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and ectopic pregnancy (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent surgery). Essure was removed in (B)(6) 2017. At the time of the report, the embedded device outcome was unknown. The reporter considered ectopic pregnancy and embedded device to be related to essure. The reporter commented: essure device was either failed or because it was installed too deep within. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), ectopic pregnancy ('ectopic pregnancy/ pregnancy (ectopic)'), embedded device ('essure device was lodged into uterus/essure device was lodged into uterus/it was installed too deep within/ malposition of essure device'), device breakage ('breakage') and ruptured ectopic pregnancy ('ruptured ectopic pregnancy') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida ((B)(6) 1998, (B)(6) 1999, (B)(6) 2004, (B)(6) 2009, (B)(6) 2010, (B)(6) 2013.), parity 5, d & c, abdominal tenderness, anemia and spontaneous abortion. Before (B)(6) 2017, the diagnostic test was performed which revealed essure was lodged in uterus and it was installed too deep within. Concurrent conditions included adnexa uteri mass, uterine bleeding, intra-abdominal bleeding, hydatid cyst, benign fallopian tube neoplasm, urodynamics measurement, urinary incontinence, urethral hypermobility, urge incontinence, cystometrogram, umbilical discharge, neuralgia, polycystic ovaries, anesthesia, endometriosis, hemorrhagic cyst, ache, appendicitis, bowel obstruction, renal stone, biliary colic, cholecystitis, hepatitis, pancreatitis, irritable bowel, gastroesophageal reflux disease, gastroenteritis, peptic ulcer disease, gastritis, abdominal aortic aneurysm, diverticulitis, constipation, hypocalcemia, appendix disorder and hematoma. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), hydrocodone bitartrate;paracetamol (norco), ibuprofen, morphine, nsaids and oxybutynin hydrochloride (ditropan). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. In february 2014, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and migraine ("migraine/headache"). On (B)(6) 2014, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed,abnormal bleeding(general)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection,infection bladder/urinary tract/vaginal type"), depression ("depression") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and nausea ("nausea"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), stress ("stress"), fear ("fear"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("pelvic radiating to back") and vision blurred ("vision/eye problems type : blurred vision") and was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy(partial), in or around (B)(6) 2015 underwent surgery for ectopic pregnancy and underwent surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, ectopic pregnancy, embedded device, device breakage, ruptured ectopic pregnancy, genital haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, fatigue, alopecia, nausea, stress, fear, depression, migraine, vaginal haemorrhage, abdominal pain lower, abdominal pain and vision blurred outcome was unknown and the dyspareunia and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy, embedded device, fatigue, fear, genital haemorrhage, menorrhagia, migraine, nausea, pelvic inflammatory disease, ruptured ectopic pregnancy, stress, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure. The reporter commented: essure device was either failed or because it was installed too deep within. Plaintiff had severe pain in or around (B)(6) 2014. Patient did not received treatment for gen. Abnormal bleed and menorrhagia (heavy menstrual bleeding). Patient received treatment for dysmenorrhea, ,dyspareunia, bladder probs.,urinary probs., vaginal. Discharge, vaginal infect., stress, fear, depression. Previously reported essure removal date : on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: impression: 1. Retained exira tubal 1st essure device as described in detail above. 2. Right-sided essure device appears coiled within the region of the right tubal isthmus on the current study. Appropriate positioning cannot be confirmed.; on (B)(6) 2015: impression: 1. Positioning of the uterine coils related to essure procedure are noted the left coil has been retracted and is in the region of the fundus of the uterus. No change in the position of the right coil.; on (B)(6) 2017: findings: pelvic organs: left corpus luteal cyst. Trace free fluid in the right paracolic gutter. Hypodense wedge-shaped nonenhancing right uterine body/fundus which extends the endometrium. There is surgical material appreciated in the fundus. Multiple bilateral prominent periuterine serpiginous and dilated vessels. Computerised tomogram pelvis - on an unknown date: impression: 1. Stable appearance of the left essure coil remnant. 2. Stable configuration of the malpositioned right essure device, at least partially within the right interstitial myometrium extending to the serosal surface.; on (B)(6) 2014: impression: 1. Retained exira tuba 1st essure device as described in detail above. 2. Right-sided essure device appears coiled within the region of the right tubal isthmus on the current study. Appropriate positioning cannot be confirmed.; on (B)(6) 2015: impression: 1. Positioning of the uterine coils related to essure procedure are noted the left coil has been retracted and is in the region of the fundus of the uterus. No change in the position of the right coil.; on (B)(6) 2017: findings: pelvic organs: left corpus luteal cyst. Trace free fluid in the right paracolic gutter. Hypodense wedge-shaped nonenhancing right uterine body/fundus which extends the endometrium. There is surgical material appreciated in the fundus. Multiple bilateral prominent periuterine serpiginous and dilated vessels. Ultrasound uterus - on (B)(6) 2009: impression: 1. Live single intrauterine gestation with an ultrasound estimated menstrual age of 34 weeks, 0 days. Size equals dates. 2. Anterior placenta without placenta previa or abruption. 3. Cephalic presentation. 4. Afi equals 16.6 cm. S. Maternal cervix is normal in length at 3-3.6 cm. 6. Fetal heart rate of 128-133 beats per minute.; on (B)(6) 2014: findings gestational sac: none visible. Fetal pole: none visible. Yolk sac none visible. Cardiac activity not applicable. Uterus: thickened endometrium measuring up to 2.4 cm adnexa/ovaries: both ovaries are identified and appear normal in size and echogenicity. There is a complex left adnexal mass measuring 3.1 x 3.1 x 3.8 cm. Cul-de-sac: scant. There is also trace fluid in morison¿s pouch. Clinical age: 7 weeks 4 days. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia , vaginal bleeding, abdominal pain, lower abdominal pain, dyspareunia, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), ectopic pregnancy ('ectopic pregnancy/ pregnancy (ectopic)'), embedded device ('essure device was lodged into uterus/essure device was lodged into uterus/it was installed too deep within/ malposition of essure device'), device breakage ('breakage') and ruptured ectopic pregnancy ('ruptured ectopic pregnancy') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida ((B)(6) 1998, (B)(6) 1999, (B)(6) 2004, (B)(6) 2009, (B)(6) 2010, (B)(6) 2013.), parity 5, d & c, abdominal tenderness, anemia and spontaneous abortion. Before (B)(6) 2017, the diagnostic test was performed which revealed essure was lodged in uterus and it was installed too deep within. Concurrent conditions included adnexa uteri mass, uterine bleeding, intra-abdominal bleeding, hydatid cyst, benign fallopian tube neoplasm, urodynamics measurement, urinary incontinence, urethral hypermobility, urge incontinence, cystometrogram, umbilical discharge, neuralgia, polycystic ovaries, anesthesia, endometriosis, hemorrhagic cyst, ache, appendicitis, bowel obstruction, renal stone, biliary colic, cholecystitis, hepatitis, pancreatitis, irritable bowel, gastroesophageal reflux disease, gastroenteritis, peptic ulcer disease, gastritis, abdominal aortic aneurysm, diverticulitis, constipation, hypocalcemia, appendix disorder and hematoma. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), hydrocodone bitartrate;paracetamol (norco), ibuprofen, morphine, nsaids and oxybutynin hydrochloride (ditropan). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and migraine ("migraine/headache"). On (B)(6) 2014, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed,abnormal bleeding(general)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection,infection bladder/urinary tract/vaginal type"), depression ("depression") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and nausea ("nausea"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), stress ("stress"), fear ("fear"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("pelvic radiating to back") and vision blurred ("vision/eye problems type : blurred vision") and was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy(partial), in or around (B)(6) 2015 underwent surgery for ectopic pregnancy and underwent surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, ectopic pregnancy, embedded device, device breakage, ruptured ectopic pregnancy, genital haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, fatigue, alopecia, nausea, stress, fear, depression, migraine, vaginal haemorrhage, abdominal pain lower, abdominal pain and vision blurred outcome was unknown and the dyspareunia and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy, embedded device, fatigue, fear, genital haemorrhage, menorrhagia, migraine, nausea, pelvic inflammatory disease, ruptured ectopic pregnancy, stress, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure. The reporter commented: essure device was either failed or because it was installed too deep within. Plaintiff had severe pain in or around (B)(6) 2014. Patient did not received treatment for gen. Abnormal bleed and menorrhagia (heavy menstrual bleeding). Patient received treatment for "dysmenorrhea", ,dyspareunia, bladder probs.,urinary probs., vaginal. Discharge, vaginal infect., stress, fear, depression. Previously reported essure removal date : (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: impression: 1. Retained exiratubal1eft essure device as described in detail above. 2. Right-sided essure device appears coiled within the region of the right tubal isthmus on the current study. Appropriate positioning cannot be confirmed.; on (B)(6) 2015: impression: 1. Positioning of the uterine coils related to essure procedure are noted the left coil has been retracted and is in the region of the fundus of the uterus. No change in the position of the right coil.; on (B)(6) 2017: findings: pelvic organs: left corpus luteal cyst. "Trace" free fluid in the right paracolic gutter. Hypodense wedge-shaped nonenhancing right uterine body/fundus which extends the endometrium. There is surgical material appreciated in the fundus. Multiple bilateral prominent periuterine serpiginous and dilated vessels. Computerised tomogram pelvis - on an unknown date: impression: 1. Stable appearance of the left essure coil remnant 2. Stable configuration of the malpositioned right essure device, at least partially within the right interstitial myometrium extending to the serosal surface.; on (B)(6) 2014: impression: 1. Retained exiratubal1eft essure device as described in detail above. 2. Right-sided essure device appears coiled within the region of the right tubal isthmus on the current study. Appropriate positioning cannot be confirmed.; on (B)(6) 2015: impression: 1. Positioning of the uterine coils related to essure procedure are noted the left coil has been retracted and is in the region of the fundus of the uterus. No change in the position of the right coil.; on (B)(6) 2017: findings: pelvic organs: left corpus luteal cyst. "Trace" free fluid in the right paracolic gutter. Hypodense wedge-shaped nonenhancing right uterine body/fundus which extends the endometrium. There is surgical material appreciated in the fundus. Multiple bilateral prominent periuterine serpiginous and dilated vessels. Ultrasound uterus - on (B)(6) 2009: impression: 1. Live single intrauterine gestation with an ultrasound estimated menstrual age of 34 weeks, 0 days. Size equals dates. 2. Anterior placenta without placenta previa or abruption. 3. Cephalic presentation. 4. Afi equals 16.6 cm. S. Maternal cervix is normal in length at 3-3.6 cm. 6. Fetal heart rate of 128-133 beats per minute.; on (B)(6) 2014: findings gestational sac: none visible. Fetal pole: none visible yolk sac none visible. Cardiac activity not applicable. Uterus: thickened endometrium measuring up to 2.4 cm adnexa/ovaries: both ovaries are identified and appear normal in size and echogenicity. There is a complex left adnexal mass measuring 3.1 x 3.1 x 3.8 cm. Cul-de-sac: scant. There is also trace fluid in morison¿s pouch. Clinical age: 7 weeks 4 days. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia , vaginal bleeding, abdominal pain, lower abdominal pain, dyspareunia, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2019: pfs received : event verbatim " vision/eye problems" was updated to "blurred vision". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.